Event description:
In a literature review titled "comparison of vertebroplasty and balloon kyphoplasty for treatment of vertebral compression fractures: a meta-analysis of the literature", the following event was reported: one patient with a wound infection requiring surgical debridement, irrigation and closure three weeks post kyphoplasty and decompressive surgery. No additional information was reported.

Event description:
Per the clinic, the patient fell and hit her head on the implant site that resulted in no output from the implant. Explant and reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2010, it is unknown if the patient was re-implanted.(B)(4)